Manufacturer narrative:
H6 evaluation conclusion codes: corrected the device was returned for analysis. Visual and tactile inspection revealed no issues with the balloon profile and multiple kinks along the hypotube shaft. Microscopic inspection showed no tears or pinholes in the balloon, a stretched and bunched inner wire lumen with the outer lumen punctured 5.3 cm from the tip, and no signs of tip or markerband damage. The device could not be loaded onto a 0.014 test guidewire due to the inner lumen damage.

Event description:
Reportable based on device analysis completed on 15nov2024. It was reported that a catheter issue occurred. The 2.00 x 20 mm emerge balloon catheter was selected for use but could not be loaded on a choice guidewire. There were no patient complications reported. However, device analysis revealed the outer lumen was punctured.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The 2.00 x 20 mm emerge balloon catheter was selected for use but could not be loaded on a choice guidewire. There were no patient complications reported. However, device analysis revealed the outer lumen was punctured.

Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection revealed no issues with the balloon profile and multiple kinks along the hypotube shaft. Microscopic inspection showed no tears or pinholes in the balloon, a stretched and bunched inner wire lumen with the outer lumen punctured 5.3 cm from the tip, and no signs of tip or markerband damage. The device could not be loaded onto a 0.014 test guidewire due to the inner lumen damage.